Event description:
The manufacturer received information alleging a failure to pass the diagnostic report for a trilogy ev300 device. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed as the device again failed a test step during testing. The technician replaced the proportional valve and 3-way solenoid valve to address the issue. The service technician documented that the system meets the specification for the performed service and is returned to use.